Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h6: imdrf patient code e2015 captures the reportable event of tissue damage.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip fired onto the tissue but did not deploy successfully and remained attached to the device. The physician had to manually pull the clip off, resulting in trauma to the area. Note: no further information has been obtained despite good faith efforts.